Event description:
Customer states: "using the cook nitinol basket extractor, the basket wires broke off in the ureter and were unable to be retrieved by ureteroscopy. Hand piece for basket had to be cut. Open surgical procedure necessary. Dr. Spoke with pt's wife. Dr. Was consulted end assisted with open procedure."

Manufacturer narrative:
Two open packages were received. One complete stone extractor was received noting no difficulties opening and closing as well as clean in appearance. The sheath was noted to be smashed from the distal tip to 6mm. A second stone extractor was received completely disassembled. The basket portion was in a specimen jar, the handle was noted to be missing three components and the outer sheath was separated from the main extractor. Upon evaluation of the basket portion, the wires have the appearance of being hit with a laser during the procedure. The point of separation was noted to be annealed as well as melted. Two wires were also noted to be missing from the basket. The physician was contacted and indicated he had placed a ureteroscope into the ureter and bladder to assure nothing was left inside the patient. The physician was then asked where the remaining wires were, he indicated there was nothing left in the patient following the procedure. The basket has been hit by a laser causing the separation causing the customer's difficulty. Should any additional information become available, it will be forwarded.